Event description:
It was reported that at the patient¿s (B)(6) 2013 refill, the patient had symptoms of overdose, was difficult to arouse, had confusion, would fall asleep quickly, and had poor sleep at night. It was noted that the patient was also admitted to the hospital for two days, and was also discovered that the patient had a urinary tract infection (uti). The reporter noted the patient was ¿fine¿ after two days. It was stated that they were unsure if this incident was uti related or pump therapy related. The medication in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).